Event description:
The tech alleged that the brake was not holding. No injury reported.

Manufacturer narrative:
The account stated that when the brake was set the brake caster would lock and not roll but would still swivel around. The tech replaced the brake steer and the brake casters to resolve the issue.